Manufacturer narrative:
The technician found an issue with the vacuum and readjusted reagent and sample probes. The module was operating within specification. The investigation determined the issue identified by the technician was the cause of the event.

Manufacturer narrative:
This event occurred in (B)(6). The field application specialist (fas) completed instrument performance testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for either glucose hk gen.3 (gluc3), magnesium gen.2 (mg2) or creatinine jaffe gen.2 (crej2) on a cobas 8000 ise module. Patient ID (B)(6) initial mg2 result was 4.81 mg/dl. On (B)(6) 2020 the repeat result was 2.34 mg/dl. Patient ID (B)(6) initial crej2 result was 0.03 mg/dl. On (B)(6) 2020 the repeat result was 0.62 mg/dl. On (B)(6) 2020 patient ID (B)(6) initial gluc3 result was 317.9 mg/dl. On (B)(6) 2020 the repeat result was 94.3 mg/dl. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 471133. The mg2 reagent lot number was 492919. The crej2 reagent lot number was 493092. No expiration dates were provided.